Manufacturer narrative:
It was reported the "o2 mixer failed check" (service software mixer test). There was no patient involvement. Device logs were not provided with this complaint. Our partner hmi sent the o2 mixer assembly (msp161228) to be replaced by the customer. There was no response after three requests for additional information if replacing it resolved the issue. Due to missing information and no further information received, this case is considered as closed.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: "o2 mixer failed check". No patient involved.